Event description:
It was reported that during preparations for an unspecified endoscopic procedure, an empty package was discovered. A rx stent/ 10 x 10cm had been selected; however, it was discovered that there was no stent in the package. There was no patient involvement and no patient complications reported.